Manufacturer narrative:
(B)(4). Date sent to the FDA: 05/12/2020. Corrected b1, h1: upon additional review of information, it was determined that this event does not meet malfunction reportable event criteria. This event is not reportable. Therefore this medwatch 2210968-2020-02978 will be voided.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot am3451, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: "could you please explain what do you refer by ""the suture could not be ligated""? The loop was not closed. Was the surgery completed successfully? No further information is available. But, at least, another device was used to complete the case. Was the procedure delayed due to the issue? No further information is available. Device return follow up. We regularly contact with sales rep about the device returning. No further information will be provided."

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and suture was used. During the procedure, the suture could not be ligated. The loop was not closed. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.